Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to an unknown reason. X-ray was performed and the patient stated she was informed that one of her leads had migrated or dislodged. A boston scientific technical services consultant advised the patient to call the device managing physician for guidance. No adverse patient effects were reported.